Manufacturer narrative:
A2 - age at time of event: 75 years old at the time of study enrollment. A4 - weight: 64.6 kg. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2025, the subject was enrolled into a study, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 5.0 mm reference vessel diameter, 90 mm length and 99% stenosis with no calcification. Pre-dilatation was performed using 5 mm x 40 mm balloon with residual stenosis of 0%. The target lesion was treated with 5 mm x 120 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 0%. Post procedure, the subject was advised to continue ongoing aspirin and anticoagulant medication therapy. On (B)(6) 2025, the subject was noted to have poor blood outflow during the routine hemodialysis session. Subsequently, duplex ultrasound/angiography was performed which revealed target diameter stenosis 50% in the left arm anastomosis (non-target lesion) indicating av access dysfunction. Based on the above finding, the subject was diagnosed with non-target lesion stenosis and at the time of event, the subject was on aspirin and anti-coagulant medication. On the same day, pre-reintervention arteriovenous fistula (avf) functional assessment revealed flow volume (fv) of 540 ml/min, resistance index (ri) of 0.59, systolic blood pressure 138 mmhg, and diastolic blood pressure 78 mmhg. A 99% stenosis was noted in the left arm anastomosis (non-target lesion) with 110 mm lesion length was treated by pre dilatation using 5 mm x 40 mm treno35 balloon followed by percutaneous intervention with drug coated balloon (dcb) using 5mm x 120 mm inpact av balloon. It was noted that different lesion locations were treated during both index and reintervention procedure. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in the anastomosis, with 4.4 mm reference vessel diameter, 44.75 mm length, and 79.55 % diameter stenosis. Post test device usage, the diameter stenosis was noted to be 6.98 %. No complications were noted after pre-dilatation and test device usage. Reintervention core lab angiography findings dated (B)(6) 2025 revealed that prior to reintervention, the access circuit (non-target lesion) had 1.61 mm reference vessel diameter, 19.86 mm lesion length, and 52.43% diameter stenosis. Post-reintervention assessment revealed 44.14% diameter stenosis. No complications were noted post reintervention. On the same day, the outcome of the event was considered as resolved. It was further reported that the location in reintervention angio core lab form was the target lesion.

Manufacturer narrative:
A2 - age at time of event: 75 years old at the time of study enrollment. E1 - initial reporter phone: (B)(6). H6 - evaluation method codes: updated. H6 - evaluation conclusion codes: updated.

Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2025, the subject was enrolled into a study, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 5.0 mm reference vessel diameter, 90 mm length and 99% stenosis with no calcification. Pre-dilatation was performed using 5 mm x 40 mm balloon with residual stenosis of 0%. The target lesion was treated with 5 mm x 120 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 0%. Post procedure, the subject was advised to continue ongoing aspirin and anticoagulant medication therapy. On (B)(6) 2025, the subject was noted to have poor blood outflow during the routine hemodialysis session. Subsequently, duplex ultrasound/angiography was performed which revealed target diameter stenosis 50% in the left arm anastomosis (non-target lesion) indicating av access dysfunction. Based on the above finding, the subject was diagnosed with non-target lesion stenosis and at the time of event, the subject was on aspirin and anti-coagulant medication. On the same day, pre-reintervention arteriovenous fistula (avf) functional assessment revealed flow volume (fv) of 540 ml/min, resistance index (ri) of 0.59, systolic blood pressure 138 mmhg, and diastolic blood pressure 78 mmhg. A 99% stenosis was noted in the left arm anastomosis (non-target lesion) with 110 mm lesion length was treated by pre dilatation using 5 mm x 40 mm treno35 balloon followed by percutaneous intervention with drug coated balloon (dcb) using 5mm x 120 mm inpact av balloon. It was noted that different lesion locations were treated during both index and reintervention procedure. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in the anastomosis, with 4.4 mm reference vessel diameter, 44.75 mm length, and 79.55 % diameter stenosis. Post test device usage, the diameter stenosis was noted to be 6.98 %. No complications were noted after pre-dilatation and test device usage. Reintervention core lab angiography findings dated (B)(6) 2025 revealed that prior to reintervention, the access circuit (non-target lesion) had 1.61 mm reference vessel diameter, 19.86 mm lesion length, and 52.43% diameter stenosis. Post-reintervention assessment revealed 44.14% diameter stenosis. No complications were noted post reintervention. On the same day, the outcome of the event was considered as resolved.

Manufacturer narrative:
A2 - age at time of event: 75 years old at the time of study enrollment. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2025, the subject was enrolled into a study, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 5.0 mm reference vessel diameter, 90 mm length and 99% stenosis with no calcification. Pre-dilatation was performed using 5 mm x 40 mm balloon with residual stenosis of 0%. The target lesion was treated with 5 mm x 120 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 0%. Post procedure, the subject was advised to continue ongoing aspirin and anticoagulant medication therapy. On (B)(6) 2025, the subject was noted to have poor blood outflow during the routine hemodialysis session. Subsequently, duplex ultrasound/angiography was performed which revealed target diameter stenosis 50% in the left arm anastomosis (non-target lesion) indicating av access dysfunction. Based on the above finding, the subject was diagnosed with non-target lesion stenosis and at the time of event, the subject was on aspirin and anti-coagulant medication. On the same day, pre-reintervention arteriovenous fistula (avf) functional assessment revealed flow volume (fv) of 540 ml/min, resistance index (ri) of 0.59, systolic blood pressure 138 mmhg, and diastolic blood pressure 78 mmhg. A 99% stenosis was noted in the left arm anastomosis (non-target lesion) with 110 mm lesion length was treated by pre dilatation using 5 mm x 40 mm treno35 balloon followed by percutaneous intervention with drug coated balloon (dcb) using 5mm x 120 mm inpact av balloon. It was noted that different lesion locations were treated during both index and reintervention procedure. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in the anastomosis, with 4.4 mm reference vessel diameter, 44.75 mm length, and 79.55 % diameter stenosis. Post test device usage, the diameter stenosis was noted to be 6.98 %. No complications were noted after pre-dilatation and test device usage. Reintervention core lab angiography findings dated (B)(6) 2025 revealed that prior to reintervention, the access circuit (non-target lesion) had 1.61 mm reference vessel diameter, 19.86 mm lesion length, and 52.43% diameter stenosis. Post-reintervention assessment revealed 44.14% diameter stenosis. No complications were noted post reintervention. On the same day, the outcome of the event was considered as resolved.